Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed infection/meningitis. The pump was subsequently explanted. It was also reported that the patient has been flipping the pump since the device was implanted.